Manufacturer narrative:
Reason for device explant and/or reoperation was inadvertently not reported in the previous submission. Reason for device explant and/or reoperation: left side rupture and capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number: (B)(4). On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. On 8/9/2019, device evaluation was completed. Device evaluation summary: during evaluation of the device it was observed a tear located in the anterior view measuring approximately 9.3 cm. No other anomalies were observed. Microscopic examination was performed. No evidence of instrument damage was observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. The manufacturing records were reviewed for the finished device 6656417, and the manufacturing criteria were met prior to the release of this lot. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with 475cc mentor memorygel breast implant. Patient began to experience sharp pain on (B)(6) 2017 and noticed her left memory gel breast enlarged. During physical examination on (B)(6) 2018 a rupture on left breast was found. Patient was also presented with capsular contracture baker grade IV. As a result, the patient underwent explantation and replacement with catalog number: 3504754bc; and serial number: (B)(4) on (B)(6) 2019.